Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator lock was kept falling. A field service engineer inspected system and found no fault. Cleaned electrical contacts and crimped loose connections. Recovered system functionality. Verified and completed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator lock (srm/remote manager) on the orc1 machine experienced repeated failures. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, resulting in a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator lock (srm/remote manager) on the orc1 machine experienced repeated failures. The customer stated that the malfunction occurred when a user tried to issue medication to the patient, resulting in a delay in patient care. However, there were no adverse events or injuries reported based on this event.